Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 26-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid, clonidine, and bupivacaine (concentrations and doses unknown) via an implanted pump for malignant and cancer pain. It was reported the event/difficulty occurred on (B)(6) 2019 during a procedure. It was noted there were no signs or symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported the pump segment was replaced and a back table prime was performed on the pump and the new pump segment. The doctor was unable to aspirate the catheter. The patient had the pump replaced due to end of service (eos). Upon replacing the pump, the surgeon felt the pump segment of the prior implanted 8781 looked sheered and elected to replace it was an 8784. The cut 8781 pump segment was discarded and could not be returned. The surgeon was not requesting a letter of analysis. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked but unknown. There were no further complications reported/anticipated.